Manufacturer narrative:
H3. Product analysis findings: the pipeline flex braid was extending ~1.2cm from separated proximal end of the catheter. The pipeline pushwire was not returned. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be missing and not returned. The pipeline flex braid and tip coil were removed from the catheter. The dps sleeves appeared to be in good condition. The tip coil was found to be damaged with blood residue. Proximal braid end was found to be collapsed and frayed. The middle section of braid was found to be opened. Proximal braid end was found to be opened and damaged. No other damages or anomalies were found with the device. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open middle section¿ was unable to be confirmed as middle section of the pipeline flex braid were found to be opened. The customer reported patient vessel tortuosity was severe. It is likely the failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during implantation of the pipeline, the middle section of the stent could not be opened at the lesion due to the excessive tortuousness of the left common carotid artery and internal carotid artery (ica). After repeated pushing and pulling operations, the stent still could not be opened. It was unknown if the stent was positioned in a bend, less than 50% had been deployed when it failed to open, and it was unknown how many resheathing attempts were made. The pipeline was withdrawn, and a replacement stent was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results showed that the replacement stent opened well. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm of the left ica c7 segment with a max diameter of 10.33 mm and a 2 mm neck diameter. It was noted the patient's vessel tortuosity was severe. It was unknown if dual antiplatelet therapy (dapt) was administered.